Event description:
On 5/29/96, dr placed a gastrostomy tube into the pt. On 7/3/96 dr performed an esophagogastroduodenoscopy and found the gastrostomy tube bulb lodged in the wall of the stomach. The migrated gastrostomy tube was removed and a 20 french gastrostomy tube was introduced and left in the appropriate position.